Manufacturer narrative:
Evaluation results - (other): visual inspection of the product found the pouch opened and torn. The lens was in the tray with the tyvek lid sealed and intact. Conclusion: the root cause for this event cannot be determined at this time.

Event description:
The surgical technician opened the lens box and found the lens pouch torn/cut. The technician indicated that they felt the product was not sterile so decided not to use it. There was no patient contact or injury.